Event description:
A report was received that the patient's ipg was replaced due to the device not working properly. The physician implanted a new ipg and the patient was reportedly dong fine.

Event description:
A report was received that the patient's ipg was replaced due to the device not working properly. The physician implanted a new ipg and the patient was reportedly dong fine.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The device was in hibernation upon receipt and it was successfully charged in one charge cycle. The stimulation outputs were verified to be correct on all electrodes. The seeprom data was still intact. However, the charge profile suggested that prior to the explant the patient had difficulty charging ipg. The root cause of the difficulty appears to the charging technique or device orientation, which is unrelated to the device functionality.